Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually inspected, functionally and leak tested. The visual test founded that pump kink resistant tubing (krt) had wear to the filament. No leaks were identified. The pump passed the functional test. The balloon was visually inspected, functionally and leak tested. The visual test revealed that the balloon had folds. The balloon did not past the pressure functional test, it was below specification. No leaks were identified. The cuff was visually inspected, and leak tested. The visual test identified folds. Leaks were identified. Based on the information available and analysis results, the reported device allegations of hole/perforated and mechanical issue were confirmed. D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) went to the hospital because the product did not work properly. Two weeks later, as a result of the inspection, it was confirmed that the cuff had a hole. The aus was explanted and replaced. No patient complications reported.

Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly due a hole on the cuff. The aus was explanted and replaced. No patient complications reported.